Event description:
It was reported that premature battery depletion was exhibited when it comes to this device. The device had triggered end of battery life. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was exhibited when it comes to this device. The device had triggered end of battery life. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the premature battery depletion was caused by a depleted battery cell, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.